Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom of fluid intrusion. Evaluation found module's wireless connection capabilities inoperable. Further investigation revealed corrosion on the wireless module flex and radio printed circuit board as a result of fluid intrusion which caused the components to fail, rendering the unit un-repairable due to the media access control address assigned as the product serial number.

Event description:
It was reported that a spectrum wireless battery module suffered from fluid intrusion. It was also reported that there was no patient incident.